Event description:
It was reported that the patient complained that the ICD had dislodged. The ventricular sensing had decreased. It was suspected that the lead had dislodged as well due to ICD movement. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
Customer reported the system shutdown during a procedure. No pt injury was reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.